Manufacturer narrative:
Section a5: ethnicity: unknown/information asked but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. ¿ section h6: health effect: impact code: 4625 incision enlargement, 4625 sutures. Section h6: health effect - clinical code: 4581 incision enlargement. Attempts have been made to obtain missing information. However, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a procedure, a preloaded monofocal intraocular lens (iol) was inserted into a patient's eye, but it was discovered that one haptic was missing from the lens. As a result, the lens was removed from the patient's right eye, and a new lens was subsequently inserted. Through follow up, it was learned that the incision was enlarged more than usual to remove the lens from the patient's eye and two sutures were required. The patient outcome was reported as the patient is still under follow up. No further information provided.